Manufacturer narrative:
Section d9 / h3, product available to stryker of the supplemental medwatch report indicates blank section d9 / h3, product available to stryker of the supplemental medwatch report should indicate return section d9, returned to manufacturer on of the supplemental medwatch report indicates blank section d9, returned to manufacturer on of the supplemental medwatch report should indicate (B)(6) 2020 section h6, conclusion code of the supplemental medwatch report indicates no cause established section h6, conclusion code of the supplemental medwatch report should indicate caused traced to component failure section h10 and/or h11, additional mfg narrative of the supplemental medwatch report indicates stryker product analysis center further evaluated the customer's device and was unable to duplicate the reported issue. A cause could not be determined. Section h10 and/or h11, additional mfg narrative of the supplemental medwatch report should indicate stryker replaced the system pcb assembly and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed system pcb assembly was further evaluated by stryker product analysis center and was unable to duplicate the reported issue.

Event description:
The customer contacted physio-control to report that their device had experienced an unexpected loss of power during a patient event. A backup device was subsequently used. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Stryker product analysis center further evaluated the customer's device and was unable to duplicate the reported issue. A cause could not be determined.

Event description:
The customer contacted physio-control to report that their device had experienced an unexpected loss of power during a patient event. A backup device was subsequently used. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had experienced an unexpected loss of power during a patient event. A backup device was subsequently used. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.